Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? When cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired?

Event description:
It was reported during a cystectomy procedure, after activation of the device, (coagulation and cutting) on internal iliac vascular bundle, it was not possible to reopen the jaws. The tissues close to the jaw were cut by using cold knife. The device was removed from the abdominal cavity of the patient. No issue for the patient. Procedure was prolonged by twenty minutes. Procedure was completed with same like device. One device will be returning.

Manufacturer narrative:
(B)(4). The device was received in good condition with dried body fluids. During functional testing, the blade did not return after the handle was depressed due to excessive dried body fluids on the device. The device's handles were manually opened and the jaws were opened by manually pulling the trigger and handle apart. Tissue with a metal staple was found on the jaws. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete) it is probable that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device.